Event description:
Patient reported right side capsular contracture, baker grade ii/iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Patient reported "capsular contracture baker grade ii/iii". This record is a right side. Device remains implanted.

Event description:
Patient reported "capsular contracture baker grade ii/iii". This record is a right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Manufacturer narrative:
Device evaluation : based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 02-aug-2024.

Event description:
Patient reported "capsular contracture baker grade ii/iii". This record is a right side. Device has been explanted.